Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-01842, 2015-01843 and 2015-01844) submitted for devices related to the same event. Evaluation in progress.

Event description:
It was reported by the technical consultant that there have been power up episodes of the controller with vad stop with two (2) batteries involved. The batteries and the controller were replaced. No effects were reported on the patient. No further information available. Investigation is ongoing.

Manufacturer narrative:
Battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a power-up event registered on (B)(4) 2015, indicative that both power sources were simultaneously disconnected from the controller at that time. In addition, there had been a few instances of communication failure as indicated by invalid saw bit values recorded in the logs, none involving (B)(4). There are no apparent contributing clinical factors to the reported event. Analysis of the device revealed that the device met specifications the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The invalid saw bit values were most likely caused by a communication error between the controller and batteries. The reported event could not be confirmed; log analysis did not reveal any abnormalities leading up to the loss of power. Additionally, the units performed per specification during bench testing. Heartware has opened an internal investigation to address this issue. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-01842, 3007042319-2015-01843 and 3007042319-2015-01844) submitted for devices related to the same event.